Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella rp flex support due to chronic total occlusion of right coronary artery. While on support, flows dropped from high 2s to low 2s within a couple of minutes. Patient became further hypotensive. The decision was made to remove the impella rp flex. Later the rep confirmed that there was a clot upon removal of the device. The procedural outcome was the patient survived surgery.